Manufacturer narrative:
In response to this issue, the hospital¿s biomedical staff removed the faulty receiver housing and installed a spare, functioning housing. This replacement corrected the issue. The customer has not had a recurrence of the issue since the reported event. This matter is considered to be closed. This report is complete.

Event description:
Spacelabs received a report on december 5th, 2018 that four telemetry channels simultaneously lost their signals. This interrupted telemetry monitoring for eight monitored patients. No injury was reported associated with this occurrence. Signals remained intermittent for at least 45 minutes with no other monitoring display available.